Event description:
An l5-s1 alif procedure was performed on (B)(6) 2013, during which an inter-fixated peek interbody was implanted. All four screws were implanted into the alif implant; the surgeon elected to not add any supplemental posterior fixation. A 6-week follow up radiograph indicated that one of the s1 screws in the construct had fractured. Radiographs taken during a second follow-up visit on (B)(6) 2014 depicted that the second s1 screw also fractured. The alif interbody does not appear to have migrated and the two superior screws in the l5 vertebral body remain intact. No revision surgery is planned at this time; the patient is reportedly asymptomatic despite the interior screw fractures.

Manufacturer narrative:
(B)(4). Per the surgeon, there was very little spondylolisthesis pre-op and not a lot of correction required at the l5-s1 spinal level intra-op. The surgeon noted that the patient's bone was not overly sclerotic and there was no post-op event that may have caused or contributed to the reported screw fractures. However, the patient's compliance to post-operative care instructions could not be verified. The anterior construct was deemed stable and sufficient by the surgeon. The patient is reportedly asymptomatic and no revision surgery has been planned as of (B)(6) 2014. No lot number was provided or recorded, so a manufacturing record review could not be completed.